Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's father contacted animas to report a concern with the patient's pump potentially delivering inaccurately. The patient's father reported that the patient's blood glucose (bg) was 325 mg/dl at 8:20 pm and wanted to correct patient for the elevated bg. Prior to correcting, the reporter reviewed iob (insulin on board) and noticed that the iob remaining was higher than bolus amount at that time. Review of bolus history showed a bolus of 2.3 units completed at 8:31 pm, 4.55 units completed at 8:03 pm, 5.3 units completed at 5:46 pm, and 5.0 units completed at 1:51 pm. Customer support noted that the patient insisted that she did not bolus at 8:03 pm, as she was outside playing basketball with her brother. The patient's father confirmed the patient was playing basketball at that time. At the time of troubleshooting, the patient's father denied any issues with pump's keypad. Customer support advised patient be placed on backup plan. At the time of the call, the patient's bg was 270 mg/dl. Replacement product was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): no activity outside of normal use was observed in the black box or download history. The pump bolus history showed several boluses programmed on the date of the reported issue in the amounts of 2.30 units at 8:31 pm, 4.55 units at 8:03 pm, 5.3 units at 5:46 pm, and 5.05 units at 1:51 pm. The pump was exercised for 24 hours without any unprogrammed boluses occurring. A normal bolus and an audio bolus were performed and were correctly recorded in the pump history. The keypad buttons were tested and no button issues were found.